Event description:
This is report 1 of 2 for (B)(4). It was reported that during a total knee arthroplasty (tka) procedure, it was discovered that two robotic assisted array clamp devices were found to be loose. It was reported that after completing the femoral osteotomy, a checkpoint at the start of the tibial osteotomy indicated that the array had misaligned by more than 50 mm. Visual inspection revealed that the connection between the array and its attachment was floating, and the array was rotated 90 degrees. The device was restarted, and the tibial osteotomy was carried out. Additionally, after implant insertion, it was again observed that the connection between the tibial array and attachment was floating when hammering the implant. The surgery was completed successfully with thirty minutes surgical delay. The device was used in conjunction with the robotic assisted base station devices. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: update: d4: the lot number and primary UDI number has been added.